Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Promus element plus clinical study it was reported that stent restenosis occurred and myocardial infarction was experienced. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization which revealed three target lesions. Target lesion # 1 was a de novo lesion located in the distal right coronary artery (rca) with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. Target lesion # 1 was treated with pre-dilatation and placement of a 2.50 mm x 12.00 mm pe plus stent. Following post-dilatation, residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the mid rca with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. Target lesion # 2 was treated with pre-dilatation and placement of a 2.5 mm x 32.00 mm pe plus stent, with 0% residual stenosis. Target lesion # 3 was a de novo lesion located in the proximal left anterior descending (lad) artery with 70% stenosis and was 22 mm long with a reference vessel diameter of 3.5 mm. Target lesion # 3 was treated with pre-dilatation and placement of a 3.5 mm x 32.00 mm pe plus stent, with 0% residual stenosis. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented emergently with complaints of 4-5 day history of ongoing heartburn and was hospitalized on the same day. Subsequently, the patient was referred for cardiac catheterization. The following day, the 90% in-stent restenosis (isr) of study stent located in mid rca was treated with percutaneous coronary intervention (pci). Two days later, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.